Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of an aneurysm, the coil encountered resistance during positioning. Upon withdrawal, the coil prematurely detached in the middle of the microcatheter. The coil and pusher were removed without incident. No intervention was reported. The patient was reported to be fine.